Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. The device history record (DHR) has been reviewed and it was verified that device was manufactured in accordance with documented specifications and procedures. (B)(4). Methods: no testing methods performed. Results: no results available since no evaluation performed. Conclusion : device discarded by user, unable to follow-up. (B)(4). The device was not returned to bwi.

Event description:
This event is part of (B)(4) clinical study. It was reported that a (B)(6) female patient underwent pulmonary vein isolation procedure using thermocool sf catheter. The patient was admitted to the hospital for shortness of breath less than 7 days post-procedure, but she was treated with amiodarone and later digitek due to her being in atrial fibrillation. The issue was resolved without sequelae. The patient has a medical history of systematic atrial fibrillation, congestive heart failure and hypertension. The principal investigator assessed this event as not device related and possibly procedure related. The awareness date of this complaint is 10/30/2015 per clinical form as the relationship to procedure was updated from not related to possibly related to procedure on (B)(6) 2015.